Manufacturer narrative:
(B)(6). Section d4: lot number, expiration date, UDI details of two units were not received from the customer section h4: device manufacturing details of two units were not received from the customer section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Method: the subject device, opt312 optiflow junior premature nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the distributor, previous investigations of similar complaints and our knowledge of the product. Results: the distributor reported that the tubing of an opt312 optiflow junior premature nasal cannula was detached from the cannula tube joint during use on a patient. Conclusion: without the return of the subject device, we could not conclusively determine the cause of the reported fault. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt312 optiflow junior premature nasal cannula would have met the required specifications at the time of release. The user instructions which accompany the opt312 optiflow junior premature nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."

Event description:
A distributor in united kingdom reported on behalf of a healthcare facility that the tubing of an opt312 optiflow junior premature nasal cannula was detached from the cannula tube joint during use on a patient. The healthcare facility further reported that the patient experienced a minor desaturation. There was no reported further patient consequence